Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 3 months post implant of this 25mm aortic bioprosthetic valve, the valve was explanted and replaced with a 29mm bioprosthetic valve of a different model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was replaced due to a pseudoaneurysmon the previous bioprosthetic suture line. The valve was also noted to have "mild" deterioration, but was not stenotic or insufficient. No additional adverse patient effects were reported. Patient weight added. If information is provided in the future, a supplemental report will be issued.